Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; explant date (B)(6) 2026 brand name activa; product ID 3708640 (serial: (B)(6)); product type: 0191-extension; explant date (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that high impedance was identified during device interrogation of the extension. Device interrogation confirmed high impedance, and the participant did not report any side effects related to this issue. The participant underwent a surgical procedure to replace the implantable pulse generator (ipg) and extension wires. The ipg was interrogated and reprogrammed in the room, and the impedances were found to be normal following the intervention. The issue was resolved without sequelae after explant and replacement of the extension. No patient complications have been reported as a result of this event.

Event description:
Event date was updated.

Manufacturer narrative:
Continuation of d10: product ID 3708640 serial# (B)(6) explanted: (B)(6) 2026 product type extension product ID 3708640 serial# (B)(6) explanted: (B)(6) 2026 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3708640 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type extension product ID 3708640 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.